Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in a male patient (weight unknown) the day before. According to the complainant, when the physician advanced the guidewire to the biliary duct position, he found the tungsten-filled tip of the guidewire was a liitle bit apart from the main wire. He [was] afraid that the tip would be peeled off the physician used a second jagwire guidewire to complete the procedure. No patient complications were reported as a result of this event, and the patient's condition was reported as stable following the procedure.

Manufacturer narrative:
Visual examination of the returned device revealed a wide gap between the teflon flare and the pebax coating (the pebax was not completely flush with the teflon flare). The most likely cause of the condition of the device is that the pebax was not set adequately during manufacturing. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.